Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain and possible metal allergies, but testing revealed no metal allergies. No revision procedure has been scheduled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation is in progress. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00965, 0001825034-2019-00966, 0001825034-2019-02116, and 0001825034-2019-02117.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00965. UDI: (B)(4). Concomitant medical products: biomet cc cruciate tray 71mm catalog#: 141233 lot#: j6038094, series a pat thn 34 3 peg catalog#: 184786 lot#: 434990, vngd ant stblzd brg 14x71 catalog#: 189064 lot#: 749740. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain and possible metal allergies. No revision procedure has been scheduled.